Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed an alert 113. The patient was cooling for 13 hours, patient's temperature was rising and the water temperature was not dropping. The patient's temperature was 33.9c and the target temperature was 33c. The water temperature was 32.1c and flow rate 2.5lpm. Ms&s advised the nurse to change out the device since the device would not cool water.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event was captured under record 1477213. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed an alert 113. The patient was cooling for 13 hours, patient's temperature was rising and the water temperature was not dropping. The patient's temperature was 33.9c and the target temperature was 33c. The water temperature was 32.1c and flow rate 2.5lpm. Ms&s advised the nurse to change out the device since the device would not cool water.